Event description:
It was reported that during the a-fib procedure, both intracardiac electrogram (ic) and ECG signals disappeared from carto3 and ep recording system. The patient was under general anesthesia, for approximately 3 hours. The signal loss happened when the ablation cable had already been plugged in and right after the lasso catheter was inserted into the piu after transseptal puncture. No error message was seen except an alert "ECG limb disconnection occurred" .the costumer switched to a different ablation system (ablation frontiers) and completed successfully with no patient issues.

Manufacturer narrative:
The concomitant products: carto 3, model: m-4800-01, serial # (B)(4); ez steer thermocool navigation, model: d-1292-05-s, lot # 15473541m; c3 external reference patch, model: d-1283-02, lot # unknown (disposed); c3 interface cable - therapeutic, model: d-1286-03-s, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The returned catheter was visually inspected and was found within specification, also it was evaluated under electrical and recalibration test and it passed. DHR review was performed and no anomalies were found related to this complaint. The customer complaint cannot be confirmed.